Event description:
It was reported that with a hospitalized patient, the air bag of tracheotomy tube leaked during tracheotomy. After replacing the tracheotomy tube, the operation was normal. No patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation: the investigation of the complaint was limited because no sample was returned. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use as10001115-002 rev. 100, preparation of components section, point 1: "check the tracheostomy tube cuff (cuffed tube only) by test inflation." Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use as10001115-002 rev. 100, precautions, point 6: "guard against cuff damage by avoiding contact with sharp edges". Unfortunately without the sample we are unable to determine true root cause of this issue.